Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela main pcba, installed the power supply in known good unit, powered unit on with received settings, unable to replicate xdcr fault or vent inop motor fault events at first, but found the faults recorded in event log. Sprayed xdcr with techspray anti-static freezer and then unit failed with vent inop fault. Viewed events log again and had xdcr fault (0, 0, 1142). Reported complaint was duplicated. Findings/root-cause: reported complaint was duplicated and isolated to a failing xdcr. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the root cause was isolated to slow triggering of the auto zero solenoids which caused sporadic transducer faults and could have potentially caused the ventilator to become inoperable.

Event description:
Biomed at one of the user facilities reported that one of their ventilators stopped delivering breaths and went dark while on a patient. The respiratory therapist was only a few feet away from the patient, however, he did not hear any alarms. According to the biomed, the respiratory therapist was only "alerted by the stop of the turbine sound normally delivering gas to patient." No patient injury. The patient was switched to another ventilator. Biomed looked into the error log, and it appeared that the ventilator might have switched to battery. He noticed several transducer faults, motor faults, and vent inops.

Manufacturer narrative:
(B)(4). Carefusion technical support issued a return goods authorization (rga) number for the alleged faulty ventilator to be returned for evaluation and repair. As of 03/31/2013, the alleged faulty ventilator has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.